Manufacturer narrative:
Of the reported two malfunctions, lot number was provided for both the malfunctions and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for both the malfunctions. Therefore, the investigation is confirmed for the reported patient device interaction problem for both the malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model rf400f vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) kgs and a (B)(6) years old male patients' weight was not provided.